Manufacturer narrative:
Following fields deleted: device evaluation anticipated, but not yet begun.

Event description:
It was reported that the lead was explanted and replaced due to noise. No patient complications were reported.

Manufacturer narrative:
Evaluation description included in a partial lead was returned in three segments for analysis. External insulation abrasion was noted at 44.9-46.3cm from the distal tip, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. Internal insulation abrasion under the svc shock coil was noted at 17.0-18.0cm from the distal tip. The etfe coating of one sensing conductor was abraded at this location. This is consistent with the observation from the field of noise. (B)(4).